Event description:
Patient allegedly received an implant on (B)(6)2009 via the left common femoral vein due to post deep vein thrombosis (dvt). Patient is alleging tilt, vena cava and organ perforation. Patient notes and further alleges experiencing "poor circulation in right leg and foot. Device has penetrated vein wall and is irretrivable [sic]. Recent heart issues and stamina issues. Increased sensitivity to acid reflux & swallowing food". Additionally patient notes reduced stamina, mental fatigue, running, working out and emotional distress. Per the (B)(6)2009 filter placement: "...a cook select [sic] inferior vena cava filter was deployed just below the lowest renal vein. Post placement radiograph demonstrated good position". Per the (B)(6)2017 CT abdomen without IV contrast: "ivc filter noted. The cephalad aspect of the filter is tilted 10-15 degrees anteriorly and to the right. The tip of the filter abuts the right anterolateral wall of the ivc. The cephalad aspect of the filter is positioned just below the level of the renal veins. At least (B)(4) of the struts of the vc filter extend beyond the wall of the ivc. Degree of extension beyond the ivc lumen measures approximately 1-1.5 cm. The two anterior struts appear to at least abut the third portion of the duodenum. No free air or adjacent stranding identified. The 2 posterior struts appear to abut the anterior aspect of the lumbar vertebral body. No adjacent inflammatory stranding identified. No bent or fractured struts identified. No significant ivc stenosis appreciated on noncontrast CT".

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: a2, b1, b5, b6, b7, h6 (patient and device codes) h6 (device code): appropriate term/code not available (3191) for alleged device perforation h6 (device code): appropriate term/code not available (3191) for alleged device tilt investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: - vena cava/organ perforation, unable to retrieve, tilt, heart issues, poor circulation, acid reflux, dysphagia, reduced stamina, mental fatigue, emotional distress, limited physical fitness. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported heart issues, poor circulation, acid reflux, dysphagia, reduced stamina, mental fatigue, emotional distress, limited physical fitness are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot numbers are unknown, however, the device is manufactured and inspected according to current controls . No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). Blank fields on this form indicate the information is unknown or unavailable. Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
'It is alleged that "[pt] received a cook celect filter on (B)(6) 2009". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.